Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for glass in the tube and a cracked tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure modes for glass in the tube and a cracked tube with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to storage/transportation. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that glass particles and a cracked tube were found with a bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes. The following information was provided by the initial reporter, "broken piece of glass in tube and also one tube is cracked in a closed sub unit."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8333663, medical device expiration date: 2020-12-31, device manufacture date: 2018-11-29. Medical device lot #: 9056592, medical device expiration date: 2021-02-28, device manufacture date: 2019-02-25. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that glass particles and a cracked tube were found with a bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes. The following information was provided by the initial reporter, "broken piece of glass in tube and also one tube is cracked in a closed sub unit."